Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they feel sensations when the implantable pulse generator (ipg) is communicating with the monitor. It was later reported by the physician that the patient experienced a firing sensation in his chest every night, chest pain, dizziness and presented with an abnormal electrocardiogram (ECG). The sensation was suspected to be ventricular pacing, and ventricular threshold test on the implantable pulse generator (ipg) was expected to be the source of this. The ipg was reprogrammed to and remains in use. No further patient complications have been reported as a result of this event.